Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the fill tubing process. The customer changed the cartridge and infusion set to address the issue and was successfully able to confirm insulin drops exit the tubing. Customer's blood glucose was in the 200 (mg/dl) range.